Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was unable to be read because the screen as cracked. The patient was vomiting, had chest pain and had high blood glucose levels. They were taken to the emergency room where they stayed over night and was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an insulin drip.